Manufacturer narrative:
Results: evaluation of the returned product did not confirm that the unit had no power. The unit was tested for power with new batteries three times at five minutes intervals. The unit did not power up one out of the three attempts. The unit powers up when using an external power supply or when using a 9v adapter and passes all other functional tests. The battery door is missing and the led lens has been pushed into case (when compared to a good unit). Note: instruction for use state: store the alarm in a secure place so it will not be dropped or damaged. Do not use if, battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. Customer did not provide a date when this was discovered. No pt incident or injury was reported.